Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty removing a balloon was encountered. The physician was attempting to treat a severely calcified, 99% stenosed lad lesion which was diffusely diseased throughout. Resistance was encountered with all devices used on insertion and removal. The physician predilated the lesion with a maverick 3.5 mm x 9 mm balloon. The physician was then unable to pass a bend in the vessel prior to the lesion site with a 2.0mm pixel stent, a 3.0mm driver stent, and several different buddy wires. He then went in with a taxus 2.5mm x 12mm which was able to cross the bend. When the physician reached the lesion site, the balloon became stuck on calcium prior to inflation. The physician had already decided at this point, that the best treatment for the calcified lesion was coronary artery bypass surgery (CABG). As the physician pulled back on the balloon, the shaft broke inside the pt. Pt was sent to surgery for CABG and removal of the shaft. IV angiomax was given to the pt during the procedure. No pt injuries or complications were reported. The pt's post operative status is reported to be satisfactory.